Event description:
Complainant alleged that while attempting to treat a pt, the device stated "unit failed" and shut down inappropriately. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expried.